Event description:
It was reported the lv lead was programmed to off due to dislodgement. No patient complications were reported as a result of this event. It was further reported that prior to being programmed off the lead had high thresholds. Several years later the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.